Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, that the patient was admitted to the ed with inappropriate shocks delivered for rapid atrial fibrillation. Upon interrogation, a 'beeper notification' indicated the beeper was not enabled. The beeper function was turned on, and tested. It was observed to be functioning normally. It was also indicated that the patient underwent an MRI in (B)(6) 2019, and that it was probable that the beeper function was not turned back on following the scan. Additional information from the rep indicated there was therapy exhaustion, but that the inappropriate shocks were an isolated incident. The physician elected to have tachy therapy turned off since the patients left ventricle function had improved. The device remains implanted and no adverse effects were reported.